Manufacturer narrative:
This product was returned for evaluation. According to the evaluation, the complaint was confirmed. The most-likely, underlying cause was determined to be excessive force applied to the post. The instructions for use states, "the device can be damaged due to excessive activity, load bearing upon insertion in vivo, or trauma. This could lead to a failure of the device, which could require additional surgery and/ or device removal." There are no indications of manufacturing defects.

Manufacturer narrative:
The device evaluation is pending. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Three plates were used in the surgery, although only one of the posts broke, two lots were reported as the customer is unable to determine which lot broke. Report one of two for the same event, reference 1032347-2016-00164. (B)(4).

Event description:
The customer reported the post broke directly on the outer plate. The surgery was completed and the remaining portion of the broken implant was left in the patient. This product is resorbable, therefore no adverse effects are anticipated.